Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the infusion unit is experiencing multiple events in which the secondary tubing sets do not fully infuse an unknown medication. There was no report of patient harm.